Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that an nr was opened relating to "when the sutures pass through the anchor with the threader, a mark is created on the anchor." With no link to this complaint. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that during a rotator cuff repair the reported anchor was broken when the anchor was being inserted although the surgeon made a tap for anchor during rotator cuff repair surgery on (B)(6) 2017. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. No procedure extended was reported. No adverse patient consequences. The following additional information was received via email by mitek complaints on 09-06-2017: unknown if original bone hole was used to complete the procedure. No information available if the device broke into two or more pieces or if all fragments were retrieved. ¿ when did the breakage occur? When being inserted. ¿ did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. ¿ if breakage occurred near surgical site, how were fragments retrieved? No information is available. ¿ how was the procedure completed? Yes with a backup device. ¿ were alternatives readily available? Yes. ¿ were there any procedural or patient anatomy factors which may have contributed to the breakage? No. ¿ is surgical intervention planned? No. ¿ did portion of the device remain in the patient? No. ¿ any patient impact? No. Did the anchor break into two or more pieces? No information is available. Were all the fragments removed? No information is available. Was the original bone hole used to complete the procedure? No information is available.